Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) went to the emergency room for hypertension and was successfully treated with hydralazine. Subsequent attempts to obtain additional clinical information (e.g., hospital records, discharge summary, treatment records, medication records, patient demographics, causality) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of hypertension, requiring a medicinal intervention, as it is unknown if the patient was undergoing ccpd therapy when the serious adverse events began. The etiology of the hypertension is currently unknown; therefore, causality cannot be firmly established. It should be noted that a lack of additional clinical information precluded a more comprehensive investigation. Based on the information available, it is unknown if the patient¿s liberty select cycler played a role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. However, given the lack of clinical follow-up information, the required medicinal intervention, and no evaluation of the patient¿s treatment records or device. This clinical investigation is unable to disassociate the patient¿s liberty select cycler from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) went to the emergency room for hypertension and was successfully treated with hydralazine. Subsequent attempts to obtain additional clinical information (e.g., hospital records, discharge summary, treatment records, medication records, patient demographics, causality) were unsuccessful.

Manufacturer narrative:
Correction provided in b1. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.